Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 had failed. A field service engineer (fse) identified that the drawer controller and modular control board were inoperable. The fse replaced both components, and restored drawer functionality. Then the drawer was successfully tested in the hardware testing application, and the customer was able to recover the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 3.1 had failed, and the entire device was down with an error indicating "device not detected on bus." Recovery was unsuccessful despite performing a reboot and recovery attempts. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.